Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose level of 525mg/dl. Customer¿s blood glucose was 525 mg/dl at the time of call. Customer was treated with insulin pump. Customer state that multiple large bubbles were present along the tubing length. The insulin pump will not be returned for analysis.